Event description:
It was reported the device only stayed on 10 seconds when the battery was removed during testing by the biomed. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device shuts down when the battery is removed; the main printed circuit board is out of electrical specification. Upper case is dented, broken, and contaminated. Lower case, battery drawer, and display lens are broken. Battery release, knobs, and one side bail cover are contaminated. Ring cover, one side bail cover, and ring bail are missing. Lead flex cover is corroded. One case screw is missing. Battery contacts are compressed. Keyboard is scratched.